Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent right shoulder arthroplasty. On the date of surgery, patient had shortness of breath for 1 day, unrelated to device or procedure. Three weeks post-implantation, patient experienced numbness in the thumb and sharp pain in the neck which resolved after 3 days when patient stopped wearing a sling. Six weeks post-implantation, the patient experienced impingement and mild pain which had resolved by the 3-month follow-up. Three months post-operatively, the patient experienced instability, but had resolved by 1 year post-operative follow-up. One year post-implantation, patient reported ongoing unusual shoulder pain, bilateral hand pain, right long trigger digit, and hesitancy to perform certain range of motion activities with the operative shoulder. Right hand pain is reported as worse than the left. Outcome of treatment is pending, but pain in shoulder appears to be improving.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [because it is still implanted] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-02332, 02333, 02334, 02335, 02336.

Event description:
It is reported that the patient underwent right shoulder arthroplasty. On the date of surgery, patient had shortness of breath for 1 day, unrelated to device or procedure. Three weeks post-implantation, patient experienced numbness in the thumb and sharp pain in the neck which resolved after 3 days when patient stopped wearing a sling. Six weeks post-implantation, the patient experienced impingement and mild pain which had resolved by the 3-month follow-up. One year post-implantation, patient reported ongoing unusual shoulder pain, bilateral hand pain, right long trigger digit, and hesitancy to perform certain range of motion activities with the operative shoulder. Right hand pain is reported as worse than the left. Outcome of treatment is pending, but pain in shoulder appears to be improving.